Manufacturer narrative:
The pump was received with missing segments, bleeding and a partial display with vertical black lines across the display due to cracked lcd glass. Unable to perform the self test and the displacement test due to display anomaly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicates they was in an accident in their car and due to this the insulin pump's display started turning white and also had frozen display. Customer stated no report of insulin pump screen flashing when screen was turned on after being in sleep mode. Troubleshooting was performed. No harm to the customer requiring medical intervention reported. The insulin pump will be returned for analysis.